Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with subcutaneous insulin and attempted repeated corrective meal announcements and multiple infusion set and cartridge changes; the user also administered a manual insulin injection and was advised to disconnect and wait before reconnecting for safety and algorithm accuracy. Symptoms included high blood glucose with a reported maximum of 401 mg/dl. Outcomes included completion of troubleshooting and assignment for additional training on appropriate meal announcements to prevent algorithm maladaptation. Investigation included user coaching and review of use patterns related to repeated meal announcements and recent manual injection. Investigation of this case revealed no confirmed device malfunction, with use-related factors such as repeated incorrect meal announcements and off-system insulin dosing considered contributory to persistent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.